Manufacturer narrative:
The analyzer serial number is (B)(6). Calibration was last performed on 16-oct-2025. The qc recovery data provided was acceptable. The alarm trace did not contain a conspicuous event. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hiv combi pt results for 2 patient samples on a cobas 6000 e601 module. On (B)(6) 2025, sample 1 had an initial result of 1.26 coi, interpreted as reactive. The sample was repeated twice and the results were 1.32 coi and 1.23 coi, both interpreted as reactive. Confirmation pcr testing was performed on the sample and the result was negative. On (B)(6) 2025, sample 2 had an initial result of 1.02 coi, interpreted as reactive. The sample was repeated twice and the results were 0.975 coi and 0.973 coi, both interpreted as borderline. Confirmation pcr testing was performed on the sample and the result was negative.

Manufacturer narrative:
All initially reactive / borderline samples (results = 0.9 coi) should be re-determined in duplicate with the elecsys hiv combi pt assay. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. Confirmatory tests include western blot and hiv rna tests. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The elecsys hiv combi pt assay performs within specification. No product problem was identified.